Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "4m 9d po overdrainage. Explanted."

Manufacturer narrative:
Production and quality assurance data: the valve was fitted in august 2015 by a qualified employee manufactured. No abnormalities during assembly did not occur. The valve was released for packaging and sterilization and in sterilized by the company's autoclave. The valve has the nominal pressure level 4/24 cmws. It was as article fv284t final tested and approved for shipping. The valve characteristics after closing the valve without hose at 5 ml / h and 50 ml / h flow were alright. The tightness of the system has been tested and proven. All controlled characteristic values were within the required specification. Investigation: optical test: in the first step of our investigations we have a visual inspection performed on the valve. The optical investigation has shown that the valve has no deformations or other abnormalities. Penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 25-30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest: the sent in valve is a fixed valve pressure stage. An adjustment test can not be carried out. Brake force and brake function test: the sent in valve is a fixed valve pressure stage. A brake force and brake function test can not be performed. Test at the computer test bench: we tested the valve on the miethke test bench. It has the standard test for both the standing and the lying position run through. Here, the liqourflow of 60 ml / h gradually to 5 ml / h reduced and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. Result: in the first step of our investigations we have a visual inspection performed on the valve. Deformations or other abnormalities could not be determined. In the further course, we have the paedigav positive for permeability tested. Since the paedigav is a valve with a fixed pressure rating, the adjustment test as well as the braking force and brake function test are not applicable. To determine the suspicion of overdrainage, we have the valve a test bench measurement in the horizontal as well as in the vertical position carried out. Test bench measurement - horizontal position at a set opening pressure of 4/24 cmh2o is a resulting pressure in a lying body position of 4 cmh2o can be expected. The measurement has shown that the valve is in the reference flow range of 5 ml / h in the horizontal body position works with a value of 4.43 cmh2o works reliably within the tolerance (4 cmh2o ± 2 cmh2o). Starting from a pressure level of 4/24 cmh2o was correspondingly in test rig a hydrostatic pressure of also 24 cmh2o set. At a valve opening pressure of 24 cmh2o is a resulting pressure to be expected in an upright posture of 0 cmh2o; i.e. From the height difference resulting pressure is compensated. The test run in vertical position has shown that the valve in the reference flow range of 5 ml / h in the vertical position with a measured value of -18.34 cmh2o out of tolerance works (0 cmh2o ± 4 cmh2o). We did a second measurement. The measured values of second testing was still out of tolerance at -18.75 cmh2o. On basis of our measuring results we can suspect a confirm overdrainage. One of the known risks of hydrocephalus therapy is the danger to function due to naturally occurring substances in the csf such as protein, blood or tissue particles1. To investigate if this is the case implant considered here, we have the valve final open. After the opening of the paedigav slight deposits could occur inside the valve and be found on the grommet of the inlet side. On the basis of our investigation results, we can suspect confirm overdrainage. We suspect that the stated deposits could have led to overdrainage of the valve. A defect at the time of delivery, we can exclude. The valve has the christoph miethke gmbh & co.kg in a flawless leave state. In our view, there is no need for further regulatory action. The the problem encountered is one of the known, unavoidable risks hc therapy with shunt implants.